Event description:
Event description guidant received information that due to the patient's condition, the implantable cardioverter defibrillator (ICD) was being programmed off. When the clinic attempted to do so, no tones could be obtained with a magnet.